Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up. Several components were shorted to ground and resistor r45 was open on the monitor c/a board. The cause for this damage was isolated to damaged high-voltage capacitors c20 and c21 on the monitor defibrillator board. The leads on c20 and c21 were broken free from the defibrillator board, causing a misdirected pulse during functional testing. The root cause for the broken leads on c20 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the broken leads on c20 and c21. The last patient to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor would not power on. The last patient to use this monitor did not report any deficiencies.